Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. Customer's blood glucose level was 393 mg/dl. Customer changed pump supplies to address the issue. In addition, it was reported that air bubbles were observed in the pigtail. Customer changed the cartridge to resolve the issue.